Manufacturer narrative:
No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was admitted with suspected pump thrombosis with a lactate dehydrogenase level of greater than 900. A ramp echocardiogram that was performed revealed an inability to decompress the left ventricle. The pulsatility index (pi) ranged between 1 and 2. It was reported that the patient returned to the operating room for pump explant. The outflow graft was clipped and ligated. In addition, the driveline was cut. It was decided by the hospital team and the patient's family that he was not a good surgical candidate for a pump exchange. It was noted that the patient is currently extubated in the ICU on inotropes.